Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise that resulted in non-sustained oversensing on the right ventricular lead. It was suspected that the noise and oversensing was due to the previously capped non-abbott lead. The device was reprogrammed to resolve the event and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the right ventricular lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, only the connector segment of the lead was returned for analysis. Visual and x-ray examinations did not reveal any anomalies on this piece. Electrical tests that could be performed on this piece did not reveal discontinuities or shorts on any conduction paths and hi-pot tests passed between the conductors.